Event description:
Pt is experiencing painful stimulation, but the device was programmed to off over a year ago. It was reported that the pt's device continues to stimulate even after being programmed to off. It was also reported that the pt experienced decreased heart rate (64 bpm) when the device was on. The pt's hands reportedly turned purple and cold during these episodes. It was reported that the pt's heart rate decreased further (40 bpm) after the device was programmed to off. Treating neurologist reportedly does not believe that the pt's symptoms are related to the vns. Cardiologist has reportedly inquired about when the vns would be explanted as they reportedly believed that the pt's symptoms could be related to the device. It was reported that the cardiologist instructed the pt to drink gatorade which seemed to help. Reporter also indicated that the pt had a tumor in their neck.